Event description:
The device was returned to the manufacturer after being explanted post-mortem by a funeral home. The device subsequently tested out of specification and additional information was obtained that indicated the cause of death was not related to the out of specification finding. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with inconclusive analysis. The device was noted to have no telemetry so no save-to-disk data could be obtained. It was postulated that because the device was explanted and returned for analysis by a funeral home, ventricular fibrillation (vf) detections were not programmed off and the device may have continued to charge and deliver high voltage therapy until the battery was depleted. This scenario could not be confirmed however, due to lack of save-to-disk data. Concomitant medical products: 4196-88 lead, implanted (B)(6) 2012.